Event description:
Caller reported a cartridge alarm 20 issue. Blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support confirmed the customer had experienced cartridge alarms with consecutive cartridges and decided to replace the pump. The customer did not have a backup therapy available and planned to reach out to a healthcare provider for assistance. Technical support also provided the customer with storage instructions for the problematic pump and sent a replacement pump with updated software.